Event description:
It was reported that while in the cath lab, the md inserted the intra-aortic balloon (iab) without incident. A "leakage" was noted at the stopcock connection of the extension tube. As a result, the extension tube was exchanged. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.